Manufacturer narrative:
There is no evidence of system or component failure. Patient was uncommunicative with nalu personnel and thus the firm was unable to provide any further troubleshooting to alleviate the patient's symptoms. No testing or diagnostic data is available to the firm for further evaluation or investigation and the facility discarded the explanted components prior to notifying nalu the explant had occurred.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 to replace a third party neuromodulation system. Patient was last seen by nalu staff on (B)(6) 2023 for reprogramming. At the time of reprogramming the patient was unable to verbalize the effectiveness of the system, however it was reported that the pain relief was intermittent. Physician notified nalu on (B)(6) 2023 that the system was explanted on (B)(6) 2023 due to patient reports of inadequate pain relief. Patient to be present for the procedure. The explanted components were discarded by the facility and not available for return to the firm. There are no imaging or tests available to the firm for further investigation into the cause of the patient perception of sphad been uncommunicative with nalu after the last programming session. The firm's representative was not aware of the explant plan and thus was unable oradic pain relief.